Event description:
It was reported that the top of the guidezilla was lifted up. The target lesion was located in the left circumflex artery. A 145 guidezilla guide extension catheter was used in a heart intervention procedure. During procedure, it was noted that the top of the guidezilla was lifted up. The procedure was completed with another of the same device. No complications reported and the patient was stable.